Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, photographs of the unit were provided. Upon inspection of the photographs, engineering was unable to confirm the source of the plastic ring/valve. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. This document represents our final report.

Event description:
Davinci assisted hysterectomy: "today ((B)(6) 2014), dr (B)(6) was using this port for her assist, during da vinci assisted hysterectomy. At the end of the case a plastic ring/valve was noted inside the patient before the port was removed. The port was used by the rnfa, that was assisting, for access of a blunt probe and grasper. The part was successful retrieved from the patient." Type of intervention: "retrieve part from cavity prior to closing." Patient status: "satisfactory".

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.